Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered an unknown amount of insulin based on that reading. The consumer subsequently experience a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer improperly stores their test strips, which may contribute to the loss of integrity of the test strips. After reviewing this consumer's event, it was discovered that he continues to use test strips that he was asked to return to nova biomedical from a previous medwatch event and from another call into customer support. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.